Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that customer has experienced physical damage to insulin pump. Customer reports that casing is falling apart and there are cracks on battery compartment. Customer's blood glucose was 86 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Device received with broken battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. Visual inspection shows that damage is to the battery tube threads and not casing coming off as reported by user.